Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 502 mg/dl. Reportedly, the customer alleged the cause for the reported issue was due to the vial of insulin being used becoming affected during travel. A manual injection of insulin was administered, and the customer used a new vial of insulin to resolve the reported issue. Recommendation was made to consult with a healthcare provider regarding diabetes management. System check with tandem technical support confirmed the pump was functioning as intended.